Manufacturer narrative:
We are waiting for add'l info from the distributor.

Event description:
The laser system has the following problem: laser displayed "chiller 2" and "low power" errors then shut down. Unit was restarted and the case was completed.